Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance and increased threshold measurements. In addition, no capture could be obtained at maximum pacing outputs. A revision procedure was performed. This lead was surgically abandoned and successfully replaced. Fluoroscopy of this lead revealed a lead fracture of the rate/sensing conductor. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, this reported allegation cannot be confirmed nor denied. Should additional information become available, this event will be updated.